Event description:
It was reported that the external pulse generator (epg) had an error message. The error message was explained and cleared and the epg remains in service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).